Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the power test with test bench and had low power. It was determined that the trigger was sticking and the electronic control unit had intermittent function. It was further observed that the bearings were corroded/seized and the trigger components were also corroded. It was further determined that the coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear/age. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device had low power. During in-house engineering evaluation, it was observed that the trigger was sticking. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.